Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bag (overpouch) of an exactamix syringe inlet was not heat-sealed on one side; therefore, the tubing used during preparation was not sterile. This was not detected during assembly and production of the bags began; this was observed when throwing the bag in the trash. This event was detected before the filled bags were given to the patients; however, thirteen (13) total parenteral nutrition (tpn) bags had been made with the non-sterile tubing. All the bags (13) produced from the pump connected to the non-sterile tubing were discarded and not released for use. The bags were remade after disassembling the pump and setting up with new supplies. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured in december 2024. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that the horizontal weld seal of the product packaging was missing and the product was opened due to a packaging weld sealing defect. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.